Event description:
(B)(4). I went in and I ask my doctor to tie my tubes and he told me that he couldn't do that and very well convince me to do essure. At the time when I did my research on it I didn't find anything bad about it so I went ahead and did it. Since I've had it in I've had severe bleeding , headaches, stabbing pains, back pain, blisters and rashes on my hand,.pelvic pain, sex pain, and random dizziness spells and blackouts, and painful cyst on my ovary. And extreme fatigue which makes it hard to take care of three kids. This device has absolutely made me miserable and in my eyes I feel like it is not safe and I've asked to have it taken out but have been rejected 3 times.